Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during an ongoing operation the display blocked- no information about the actual ventilation status. It seemed as if the processor performed a reset. Afterwards a normal ventilation was possible again. No patient injury reported.

Manufacturer narrative:
Similar error pattern have already been reported to us from the same hospital. In this context one affected device was investigated by the manufacturer and was basis for the investigation, in addition to the analysis of the devices log books and an assessment of the situation on-site. Based on the log analysis the occurrence of reboots could be comprehended. Before the reboots, there were indications of increasing processor utilization which may have resulted in a delayed display of real-time curves and therapy settings on the display. During the on-site investigation, the reported failure reoccurred. It could be determined that a loose contact in the connection cable (not dräger) of the connected philips components was the cause of the failure. Further investigations were performed in the laboratory. It could be shown that the error mechanism could be provoked by a short-term interruption of the receiving line of the used cable. Therefore, it can be summarized that a faulty cable (connecting the philips components) was the root cause of the reported symptoms. As a remedy, the ribbon cables used by the customer were replaced by more robust round cables.